Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/16/2016 with the following findings: during testing, the display was not dim or discolored. No defect or damage was found to the display. The complaint was not duplicated during testing.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. This is reportable because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.